Event description:
The customer called to report that the catheter that goes with the thoracent tray fell apart inside of the patient during surgery; part of the catheter is still inside of the patient, it has desintegrated.

Manufacturer narrative:
No samples were received for evaluation; therefore, we are unable to determine the cause for the reported issue. A lot number was not provided therefore; a review of the device history record could not be performed. Therefore, we are unable to determine the root cause for the issue reported. Several attempts to reach the risk manager for further detail have not been successful at this time.